Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high thresholds, however due to the patient being in atrial fibrillation (af) with rapid ventricular rate, threshold testing was difficult. The rv lead was repositioned and remains in use. Just after closure of the pocket, sensing of the right atrial (ra) lead diminished greatly and the lead was not capturing. The physician assessed that the patient experienced a pericardial effusion and tamponade. The patient was ¿tapped¿ and a partial drainage was performed. The patient went into ventricular tachycardia (vt) and was externally defibrillated. The patient was converted to a normal sinus rhythm. A sternotomy was performed and found that the right atrial (ra) lead perforated out of the atrium. The lead was pushed back into the heart and sutured. The ra lead was turned off and remains in the patient. The patient subsequently experienced seizures, the family decided to discontinue care and the patient passed away.